Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The customer stated that she did not believe she was getting all of her basal deliveries of insulin. The blood glucose reading was over 300 mg/dl. She stated that this was a past event and she changed the infusion set, reservoir and insulin. She declined return of the reservoir and infusion set for analysis. She stated that she knew something was going on because her blood glucose levels were high before bed. She also mentioned calibration errors with the sensors, for which she declined troubleshooting. The blood glucose reading was between 320 to 330 mg/dl. She observed that she noticed higher blood glucose levels when the low reservoir alert came on and when she wore the infusion set for 3 days. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.